Event description:
Event description guidant received information that at 14.0 months post implant, this implantable cardioverter defibrillator (ICD) emitted beeping tones and was unable to be interrogated. The device was explanted and returned to guidant for analysis. A new guidant implantable cardioverter defibrillator (ICD) was successfully implanted.